Event description:
Report rec'd of a clave extension set that ruptured during a contrast injection. The injector settings were 2.5 ml/sec with a total volume of 150 cc's isovue to be infused. The power injector was connected to the clave port on the extension set which is connected to the pt's IV site. The customer reported the injection had gone 10-12 seconds when resistance could be seen, there was no kinking noted, "and then it blew". The clamp was reported to be in the open position. The reporter stated the "plastic tubing split" and contrast went all over the pt and customer. The split occurred approx 2 cm below the clave port. The split set was removed. The IV site remained patent, a second extension set was connected. The injection started for 25 seconds when the second set split. The scan was completed. There was no report of adverse pt event. Add'l pt info was requested, but no further info was available.